Event description:
On (B)(6) 2013, the distributor contacted animas alleging a power issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box and alarm history shows multiple consecutive call service alarms occurred on the reported failure date. During investigation, the pump powered on with a blank display screen; auditory and vibratory features were functioning appropriately. Investigators attempted to upload a new software code but were unable to due to a ¿program uploading error¿. The pump was opened and no defect was found to the pcb. An individual component failure was concluded.